Event description:
It was reported that the patient was experiencing an increase in seizures. No other relevant information has been received to date.

Manufacturer narrative:
This event is associated with CAPA ca-0049 regarding previously unreported complaints from brazil.